Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, had a constant downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant downstream occlusion'. A review of the event history log identified downstream occlusion messages. Evaluation confirmed the issue as the device was found to fail downstream occlusion testing. The cause was determined to be the force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.